Event description:
On 11-23-2015, information was reported form a representative that the original report did not contain information as to when the baclofen medication had started. Should additional information be received a supplemental report will be filed.

Event description:
On 10-29-2015, there was further reported that in regards to the patient's correct height being (B)(6). No information was further known regarding the patient's concentration, dose, lot number, therapy starting/stopping dates, concomitant medications, nor if the patient experienced any symptom changes as a result of the catheter migration. The physician suspected battery depletion and there was no further clarification available regarding this. The patient current status with the new pump and catheter was unknown. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received via a health care provider regarding an outpatient who was receiving gabalon intrathecal via an implantable pump for spastic cerebral palsy. The implant date was (B)(6) 2010 and the initial injection mode was simple continuous. There was a reported start date of (B)(6) 2015. The concentration, dose, and lot numbers were not provided. The no concomitant medications were provided. The patient had no past history, no adverse drug reaction, or complications. On (B)(6) 2015, a pump operability test was performed. Eighteen milliliters (ml) had previously been filled. The actual reservoir volume was 10.3 ml and the expected reservoir volume per programmer was 10.2 ml. A catheter x-ray study was performed on (B)(6) 2015 and there were no abnormal findings. It was also reported at implant the catheter tip placement was located at th3 and the patient's height was 102 centimeters (cm) (also reported at 107 cm). On (B)(6) 2015, the catheter position had lowered to th6 along with a height increase in the patient (145 cm). On (B)(6) 2015, during the pump replacement which was required because of the pump's longevity/pump life ended, the catheter was also replaced with a new one and placed at the c3 level. The procedure was performed to cope with the height increase in the patient and was reported as no causal relationship. Additional information has been requested regarding the concentration, dosing, lot number of the drug, therapy start and stop dates, concomitant medications, validation of patient height, pump battery depletion clarification, and patient symptoms. Should additional information be received a supplemental report will be filed.